Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor does not secure electrode belt) was confirmed. As received, the belt receptacle was pulled from the monitor case damaging internal wires. The cause of the inability to secure the electrode belt is the damaged receptacle. The root cause of the damaged receptacle and wires is excessive force placed at the receptacle. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor would not secure the electrode belt connection.